Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to methicillin-resistant staphylococcus aureus (mrsa) bacteremia. Reportedly, the patient was hospitalized due to probable discitis, but the hemodialysis catheter was infected and purulent discharge was also noted. The patient was discharged and on antibiotics but returned with altered mental status (ams) and hypoglycemia. The patient had a positive blood culture. No additional adverse patient effects were reported. This rv lead was explanted.